Event description:
Reporter reported a leak from the silicion tubing on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage from the silicone tubing of a transfer set. The root cause was a cut/slice/hole in the tubing. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.